Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No pump error 43 noted during testing. The motor was tested outside of the device and passed. Device received with cracked battery tube thread and cracked case battery tube noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had crack on back. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was unable to clear the alarm and was not able to rewind the insulin pump. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.